Manufacturer narrative:
No product will be returned per customer. The customer complaint of vent cap and spike cracked and leaked was confirmed by photo provided by the customer. The photo showed that the drip chamber had a hairline crack above the vent towards the tip of the spike. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported the vent cap cracked and undiluted etoposide (20 mg/ml) leaked out into the ziplock bag prior to administration of a patient's chemo medication. The undiluted etopside had been previously primed into the tubing by pharmacy. After the event was discovered, the medication was returned to pharmacy staff who identified a cracked spike on the event set. The medication had been in the set for 12-24 hours.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the vent cap cracked and undiluted etoposide (20 mg/ml) leaked out into the ziplock bag prior to administration of a patient's chemo medication. No patient involvement was reported, and there was no report of patient or clinician harm as a result of the event. The undiluted etopside had been previously primed into the tubing by pharmacy. After the event was discovered, the medication was returned to pharmacy staff who identified a cracked spike on the event set. The medication had been in the set for 12-24 hours.